Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the edge of the single port sheath was torn and separated. The procedure was completed with a backup accessory of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the single port sheath was inspected prior to use, and no damage was found. The customer indicated that the sheath did not remain attached to the single port monopolar curved scissors instrument after using for about 2 hours. A piece was found separated from the sheath without missing material. There was no report of fragment(s) falling inside the patient. The instrument did not collide with any other instruments or other hard material and no arcing was observed during the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port sheath. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier 870460 as a related complaint (the RMA of the monopolar curved scissors tip). A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the picture appears to show a sheath and what could be a dislodged distal coextrusion, a component of the instrument sheath. However, with the image provided it is unable to determine if the coextrusion originated from the pictured sheath. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the product.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sp instrument sheath involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the coextrusion of the sheath dislodged from the internal diameter of the sheath. Coextrusion was found split but no material appeared to be missing as the broken assembly was pieced back together. Further investigation of the returned accessory indicated that bonding may have been incomplete or not done at the distal end of the sheath where the coextrusion is typically bonded. This is determined by observing the distal end of the sheath at the opening where the instrument tip exits, and inspection of the shape. Sheaths that have been properly bonded typically exhibits a slight taper or reduction in outer diameter at the distal opening. This particular sheath does not exhibit a shape that is expected for sheaths that have been bonded. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.